Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim: one of our sites had an issue with the pump set with filter where there was a leak from the set that occurred after hanging the bag and resulted in a chemo spill. I just wanted to check and see if there were any other reported issues with said lot. It might have been due to something else that happened during storage or mixing, I just want to follow up to see.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.